Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Customer support (cs) completed troubleshooting and the reporter stated that the basal delivery totals in tdd do not match and the bolus totals do not match (>5% different) variation is due to known cause of basal edit screen accessed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: the delivered boluses on each day correctly matched the total daily dose bolus history. The pump performed two 10 unit boluses, both were recorded appropriately in the pump history. The pump was exercised for 24 hours with a 1.0u/hr basal rate. At the end of testing, the basal history correctly showed 1.0u and the total daily dose showed 24.0u. No alarms occurred during testing. Unrelated to the initial allegation, the battery compartment was cracked.